Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a damaged cutting teeth on medical superior surface. August 10, 2017 - review of provided photograph also found deep circular scratching on the taper. (B)(6). October 3, 2017 - evaluation of the returned instrument found pieces of material missing from the damaged teeth. (B)(6).